Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range (oor) shocking lead impedance (sli). There was a previous oor sli of more than 200 ohms and has been trending up with occasional fluctuation. Additional information was received that the cause was not determined and the physician planned to perform commanded shock to test lead integrity. Ts discussed troubleshooting measurement. At this time, the rv lead remains in service. No adverse patient effects were reported.